Event description:
It was reported the patient fell and landed on the pump area of her body. The patient complained of ¿more and more pain¿, diarrhea and vomiting so the pump was replaced (B)(6) 2015. The physician wanted to flush the system with saline and then start over so the saline was put in the reservoir of the new pump but the programming was still of the drug in the catheter. The physician did not want to program a bridge bolus (bb) for the drug in the catheter. The catheter was revised on (B)(6) 2015. The pump was delivering hydromorphone and bupivacaine. Outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 8578, serial # (B)(4), product type accessory; product ID 8709, serial # (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2012.

Event description:
Additional information received reported that the revision was performed due to the patient's symptoms not improving after the fall. The manufacture representative did not remember exact details but the patient's distal segment of the catheter was replaced. The patient had recovered and was doing well.